Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis component migration.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, follow-up imaging showed that endoprosthesis in the left limb had migrated proximally approximately 40 mm. On (B)(6) 2019, an additional procedure was performed to treat the migration and the left internal iliac artery was coil embolized. A contralateral leg endoprosthesis and an iliac extender endoprosthesis were implanted for distal extension on the left leg. The patient tolerated the procedure.